Event description:
It was reported the device was used during a laparoscopic nissen fundoplication. It was reported the hp052 would not work and the caller had no futher details as to how it would not work. Another handpiece was used to complete the case. There was no consequence to the pt.